Manufacturer narrative:
The device was removed but not returned. The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed an infection at the ipg pocket site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The physician debrided the site and removed the device. It was noted that the patient had a history of (B)(6) and was given oral antibiotics after the implant procedure. There have been no reports of further complications regarding this event.